Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional instrument was discovered broken within a bin in a warehouse.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1.

Manufacturer narrative:
Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. Review of the device history record and receiving inspection report identified no deviations or anomalies. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years 4 months before it fractured, which was manufactured in (B)(6) 2013 and has been used in an unknown number of surgeries. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasps in this complaint were manufactured before the design modification. It was reported that all items were found in broken instrument bin in warehouse. There were no reports of issues from any surgeries related to these items. Root cause can be traced to design issue.